Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the therapy was not working and they were having so many accidents. Patient stated that they were doing great with the therapy and then all of a sudden it stopped working. Patient reported that they were having 3-4-5 accidents a night and they have to wear a pull up at night. Agent asked the patient when the accidents started and patient stated that it was like 2 days ago. Patient confirmed that they did not make any changes to the therapy before they started having these issues. Patient mentioned that they fell down and they were having issues since then. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported that their baseline symptoms returned and they lost therapy benefit. Patient reported fecal incontinence and diarrhea.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.